Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the internal defibrillator panels broke while in use on a patient. We are considering this to be a serious injury because treatment may have been interrupted during a life-threatening patient procedure. Additional information has been requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that the internal defibrillator panels broke while in use on a patient. We are considering this to be a serious injury because treatment may have been interrupted during a life-threatening patient procedure. The customer reported that, at the end of a mitral valve surgical procedure, the cardiac surgeon used the defibrillator¿s internal paddles to restore a perfusing rhythm for the patient. The patient was bleeding and suction was used in the pericardium. While suctioning the pericardium, the cardiac surgeon identified and removed a small piece of plastic. The customer stated the broken piece did not cause the patient¿s bleeding and there was no harm to the patient. After the surgery the customer inspected the broken piece and the internal paddles and determined that this broken piece had come from the internal paddles. The internal paddle set was evaluated by the philips failure analysis lab. Multiple pictures were taken of all surfaces of the internal paddles. The internal paddles were manufactured in 2010. The green patient cable connector and the signal pins inside the connector plug were noted to have possible contamination. As a result of the described contamination, the patient connector could not smoothly rotate. The two conductor surfaces exhibited signs of wear and discoloration. The coated material protecting the metal surfaces from exposure was contaminated and degenerated all around the two conductor surfaces. The switched internal paddles passed operational/functional check, wire continuity testing, and manual delivery of defibrillation energy. The failure analysis lab confirmed that the broken piece had come from the internal paddles. The instructions for use (IFU) for the internal paddles (publication 453564385501, page 2) directs the user to inspect the internal paddles: ¿inspect for cracks, nicks or thinning of insulation, especially at all strain reliefs and cable junctions. Inspect paddle electrodes for corrosion or severe pitting. Inspect the coating on the electrodes for peeling, blistering, and cracks. Replace the paddles if they show signs of wear.¿ these paddles had cracks and wear on the coated surface and edge of the paddle surface and discoloration that would have been obvious to a user performing an inspection of the paddles. Philips confirmed with the customer that they use ecolab neutral enzymatic detergent 6023175 to wash their internal paddles followed by a 4-minute steam autoclave at 270 degrees. The IFU (page 5) cleaning instruction directs the user: ¿clean and disinfect the electrode surface and handle with standard hospital solution, such as isopropryl alcohol, 0.2% bleach solution, or 2% gluteraldehyde solution (if allowed in your institution). Caution: do not use acetone, enzymatic, or ammonia-based solutions. Do not use automated washers or washer-disinfectors.¿ the IFU (page 5) sterilization instruction directs the user that paddles may be sterilized by pre-vacuum, flash, gravity, and eto. "In addition, sterrad® 50, 100, 100s, and 200 systems are also acceptable methods of sterilization.¿ the methods of cleaning and sterilization used for this device were not approved methods as described in the IFU. Philips confirmed the piece of sharp plastic broke off of the internal paddle set. The customer used non-approved cleaning and sterilization methods and there was obvious cracking and discoloration of the paddle set. The involved internal paddles set was archived by philips. The defibrillator remains with the customer.